Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor error was reported. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient experienced a brief sensor error throughout the whole day. The parent did a fingerstick in the morning and in the evening at 07:00pm, and even though no blood sugar reading was reported, it was reported to have been in range (like 10 points off). The patient went to sleep with the cgm in a sensor error state. The following day, on (B)(6) 2024, the patient woke up at 2:00am and was feeling weak, unwell, and could not sleep. It was not known what the cgm device was displaying at that moment, but the parent decided to bring the patient to the emergency room where they arrived at 03:11am. When a fingerstick was taken, the cgm reading was 337 mg/dl, and the blood glucose reading was 500 mg/dl. The patient was treated with lispro insulin and IV fluids. He was discharged at 10:30am on the same day. At the time of the report, the patient was stable and sleeping. The patient's bg level was 169 mg/dl; however, it was not specified whether this was a cgm or bg meter reading. Data was provided for investigation. The problem of??? Or hourglass or no readings or sensor error was confirmed on (B)(6) 2024. The probable cause was determined to be sensor noise occurring for 02:05:00. No additional patient or event information is available.